Event description:
The device was used during a thoracotomy. Reportedly, the instrument did not open. The surgeon applied another instrument and resected tissue at the application site to correct the condition and complete the procedure.